Event description:
Left hip arthroplasty with instability - revision of acetabular end femoral components, left total arthroplasty.

Event description:
Add'l info rec'd from MFR 6/30/04: this was MFR's first communication of the event. The complaint was entered into MFR's database and the reporter was contacted to obtain add'l info. Because this report is for a "dislocation", a medwatch form will not be generated unless requested otherwise. At this time, MFR does not have the catalog number or lot number of the device listed.